Event description:
It was reported that during implant, the right ventricular (rv) lead was implanted and prior to closing the pocket it was determined the sensing value of 3.5 millivolts was unacceptable. The rv lead was retracted and repositioned, but there was difficulty placing the lead because the helix would not extend. The rv lead was removed and was replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and the distal conductor was distorted. It was noted that there was blood/body fluid on several conductors (not obstructed), the inner tubing was kinked/buckled, all insulators were breached cut, there was blood in/on the helix mechanism (sleeve head), there was blood in/on the helix mechanism and the lead appeared damaged at implant.